Manufacturer narrative:
The user facility replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) was requested to update the software. The cse updated the software. The ventilator passed performance verification testing (pvt). (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an erratic display. There was no reported patient involvement.